Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date.one device was returned for evaluation. Visual inspection showed no exterior damage. Functional testing revealed all calibrations were within specification; device passed all functional and delivery tests. The reported issue could not be replicated; however, event history logs confirmed the reported occurrence. The root cause could not be determined and no further actions were taken. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a force sensor error during testing. It is unknown if there was patient involvement, no adverse patient effects were reported.